Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent presumed to be possible peritonitis coincident with peritoneal dialysis (pd) therapy. Prior to the onset of symptom, the patient was hospitalized for nausea, vomiting and poor oral intake. Five days after hospitalization, the patient experienced a cloudy pd effluent. Treatment for the event was not reported. At the time of the report the patient was not recovered from the event. Pd therapy was reported to be ongoing. Additional information was requested but is not available.